Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during apd therapy. The hp non-aseptically disconnected their transfer set from the patient line of the homechoice set without pausing therapy. The hp then non-aspectically reconnected to the setup and received the alarm. Baxter's technical service center assisted the hp in ending the therapy early. Follow up with the hp's patient care technician (pct) revealed the hp was hospitalized for four days due to peritonitis, which the pct feels was most likely caused by a break in the hp's aseptic technique. The hp received vancomycin 1gm intraperitoneally twice while hospitalized and 2gm intraperitoneally once two days after hospitalization at the dialysis center. The pct relates that the hp since recovered from the peritonitis episode.